Event description:
While providing bench service for the device, it was identified by an authorized bench technician that the black wire running through the pcmcia hole plug was damaged. There was no patient involvement.